Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion] the root cause of the reported phenomenon could not be identified. [Considerations] based on the following information, omsc presumed that the cause was physical stress / chemical stress / storage environment. -according to the inspection result at olympus china of the subject device, the coating on the insertion part was peeled off. -IFU states cautions regarding physical stress, reprocess method and storage environment of device. -according to the former similar case, it had been presumed that the cause was physical stress / chemical stress / storage environment. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at (B)(4), it was found that the insertion tube of the subject device was peeled off. The subject device had been returned to (B)(4) for repair of the leakage at the bending section cover. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to (B)(4) but has not been returned to omsc. (B)(4) checked the subject device for evaluation. It was confirmed that the coating on the wide part of the insertion tube of the subject device was peeled off more than 1mm2 due to the deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.